Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed a connection error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a blurry image due to cracked video connector was found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: did not connect error was not confirmed; therefore, no problem was detected. The blurry image was due to a cracked video connector or cause traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed a connection error. There were no reports of patient harm.